Event description:
It was reported that the twist clamp of two (2) minicap transfer sets could not be completely closed; described as ¿cannot be completely turned off¿. This occurred before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: two (2) actual samples were received for evaluation. A visual inspection with the naked eye did not identify any abnormalities that could have contributed to the reported condition. Functional tests including leak, clear passage, and clamp function testing were performed and no leaks were observed. The sample evaluation was able to completely close the twist clamp during clamp function testing on both samples. The reported condition of minicap transfer sets could not be completely closed was not verified on either sample. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.